Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733622, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the cart monitor did not functional. They replaced the staff monitor. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside a procedure. It was reported that the staff cart monitor was not displaying video, but the surgeon monitor functions without issue. The rep bypassed the video splitter with no change to the staff monitor. Technical services had the rep check the video connection to the back of the monitor and the rep noted when the monitor cover was removed it smelled like burned electronics. No patient was present. No delay.

Manufacturer narrative:
A hardware analysis of lcd staff 9733622 15.4in 1440 x 900 1805155470 was initiated to determine the probable cause of the issue. Analysis found the returned monitor would not power up when connected to a known good system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.